Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One titanium hexed uniscrew (uniht) was returned for investigation. Visual evaluation of the as returned product identified a fracture on the threads of the screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth # 14 and was used for an unknown duration. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (uniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (uniht). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the screw fractured at tooth location 14.